Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can saw some insulin pump screen but most of it cannot. The customer¿s blood glucose level was 157 mg/dl. The customer also reported that the insulin pump was bumped. The customer was assisted with troubleshooting for partial display. The customer also stated that all black screen was grey. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.